Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -6.50/+1.5/086 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/16.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. The patient's post-op uncorrected visual acuity was 20/20. (B)(4).